Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on april 5, 2017 with blood glucose of 800 mg/dl. The customer experienced symptoms such as sickness, vomiting and diarrhea. The customer was unconscious by the time they got to the hospital. The customer was in a coma. The customer was off the pump for less than 48 hours. The customer reported motor error alarm. The insulin pump will not be returned for analysis.